Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. After further review of the facts provided by the customer, the report attributed to the use of non-zoll electrode pads. The AED plus administrator's guide states: the use of electrodes from sources other then zoll is not recommended. Zoll makes no representations or warranties regarding the performance or effectiveness of it's products when used in conjunction with electrodes from other sources. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) female patient in cardiac arrest, the device inappropriately displayed an "attach pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.